Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This issue was described as, ¿there seems to be slightly more moisture enclosed in the pouch than normal¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of fluid inside a yellow bag that contains the device which suggests a possible leak may have occurred. Location of the leak from the device could not be identified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.